Manufacturer narrative:
On 9-apr-2024, the product investigation was completed. It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and octaray catheter and there were issues with what the medical team described as excessive char. The physician ablated using the stsf ablation catheter while in contact with the octaray in the patient. After the case when the catheters were withdrawn there was char on both the octaray and the stsf ablation catheter. There were no system errors or temperature issues noted. The patient was appropriately coagulated and monitored throughout the case. The procedure was completed and no patient consequences occurred. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, cool flow pump, temperature, and impedance test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char/thrombus/clot attached on the electrode of the device's tip was observed. Physician states that he ablated using the stsf ablation catheter while in contact with the octaray in the patient, and this could be related with the char/thrombus/clot attached on the electrode; however, this cannot be conclusively determined. The temperature test was performed, and no issues were observed. A cool flow pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31142225l and no internal action related to the complaint was found during the review. The issues reported by the customer were confirmed. The instruction for use (IFU) contain the following warning and precautions: before initiating the application of radiofrequency (rf) energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting rf application char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, temperature does not rise, discontinue delivery of energy and check setup. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-feb-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and octaray catheter and there were issues with what the medical team described as excessive char. The physician ablated using the stsf ablation catheter while in contact with the octaray in the patient. After the case when the catheters were withdrawn there was char on both the octaray and the stsf ablation catheter. There were no system errors or temperature issues noted. The patient was appropriately coagulated and monitored throughout the case. The procedure was completed and no patient consequences occurred. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, cool flow pump, temperature, and impedance test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char/thrombus/clot attached on the electrode of the device's tip was observed. The temperature test was performed, and no issues were observed. A cool flow pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31142225l and no internal action related to the complaint was found during the review. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and octaray catheter and there were issues with what the medical team described as excessive char. The physician ablated using the stsf ablation catheter while in contact with the octaray in the patient. After the case when the catheters were withdrawn there was char on both the octaray and the stsf ablation catheter. There were no system errors or temperature issues noted. The patient was appropriately coagulated and monitored throughout the case. The procedure was completed and no patient consequences occurred. This report is for the thermocool smarttouch catheter. The event was documented on the octaray in a separate MDR form.

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-jan-2024, the product investigation was completed as the device was not returned for analysis. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31142225l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).